Event description:
Initial result for a patient digoxin was 3.69. When repeated, the results were 0.693 and 2.87. The incorrect results were not used to guide therapy. The field service representative found the sr probe was loose and repaired the instrument by tightening and cleaning the probe.